Manufacturer narrative:
On (B)(6) 2017 the medical affairs director performed a clinical evaluation and commented as follows: one year after primary cementless tha in a young and very active patient the stem is proximally loose and needs replacement. Causes for this aseptic loosening cannot be determined with certainty; the femoral shape, with very thick diaphyseal cortices, suggests that a larger stem could have been used after more bone-sacrificing canal preparation, but that is a surgical decision and we cannot state that an undersized stem is the cause for the loosening. Batch review performed on (B)(6) 2017. Lot 156125: 80 items manufactured and released on (*b)(6) 2016. Expiration date: (B)(6) 2021. No anomalies found related to the problem. To date, 76 items of the same lot have been already sold without any similar reported event.

Event description:
Reason of the complaint is an aseptic loosening of quadra-h. Patient is very active, has a very thick corticalis and a narrow medullary canal.